Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, and no error linked to the reported event was found however several error ID 22 and 33 were found. The reported device was not received in brézins for investigation because it was repair locally. An investigation report was provided by the local team. According to the provided result of investigation, the reported defect could not be confirmed. No errors related to improper motor operation were identified. Errors related to improper operation of the force sensor (id22 and id33) have been identified. The device has been disassembled. Traces of oxidation were found on the j9 connector. Since no internal traces of liquid contamination were found, the cause of the oxidation of the j9 connector is unknown. For this complaint, with the results of analysis the reported issue was not confirmed however, errors 22 and 33 seen in the logs will be considered. The root cause of these errors seems to be due to an oxidised force sensor, which is probably due to either infiltration or handling of the sensor with dirt, in all cases linked to mishandling of the device. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse the trend is: n/a.

Event description:
The following has been reported: according to the complaint form received from the customer, the reported device displayed the following error message "motor error". The reported defect occurred during infusion procedure, and the device was replaced with another functional one. As mentioned in the quality complaint form no patient was involved. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.